Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product had been used for years. In the current lot, three catheters were found without eyelet holes. Three out of thirty was considered a significant amount. This was the first occurrence of this issue, and the concern was reported to make the issue known.